Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a closurefast catheter with an rfg3 during treatment of the patient¿s great saphenous vein (gsv). IFU was followed. A guidewire was used for insertion of the catheter. It is reported the catheter appeared to have a flaw out of package in proximal location. The physician has reported the black plastic coating was bunched up, about 2 mm in length, about 10 cm or so proximal to the coil. The catheter is reported to have worked ok, however a little resistance was noted as it passed through the sheath and sometimes along the passage. The issue was noted prior to use but was used despite the issue. The procedure was completed with this device. 1 segment was treated and the vein was reported to have closed. No pieces of the black coating were missing when the device was removed from the patient. The coil was not fully exposed. No patient injury reported.

Manufacturer narrative:
Image review: one photographic image of the black shaft of the closurefast device was returned for review. Review of the photo found a clear bead of material along the shaft. It is unknown if the bead was due to exposure to saline or contrast or the reported bunching of the shaft material. Wrinkling was noted at a distal location; however, it could not be determined if it was wrinkling of the shaft coating or a kink in the device. Due to the quality and clarity of the provided image, the reported event could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.